Event description:
The contralateral leg approved for placement, was inserted and observed to cover the left hypogastic. Therefore, the physician removed the delivery system and decided to place the shorter iliac leg, pre-planned for use in the ipsilateral, on the contralateral side. The iliac leg graft was placed with no problems. The ipsilateral leg graft was placed in the main body graft with a four stent overlap in order to keep the right hypogastric intact. An iliac leg extension was used to extend the flow divider on the contralateral side to a level equal to that of the ipsilateral side. Good placement, iliac leg extender offset the extended stent graft placed further up inside the main body graft. Final angiogram showed no visible signs of endoleak presence.